Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: 4, b5, d9, g3, g6, h2, h3, h6, h11. The following sections was corrected g4 - PMA/510(k) number. The ceramic head, the pe liner and the metal cup (together with the pole plug) were returned for investigation. The taper of the ceramic head shows the typical seating pattern from the stem. The bevel of the head displays scratches. The articulating surface of the head shows two areas of heavy metal smearing. The rim of the pe liner shows scratches and nicks. The articulating surface is overall inconspicuous. The backside exhibits multiple radial scratches extending from the center toward the edge. One side also shows localized areas with visible signs of wear. The tip of the peg was cut off. The commonly observed indentations left on the liner from the two spikes of the cup are not visible. The inner surface of the cup shows scratches and dents. One side of the inner area shows a polished area that could match with the metal smearing found on the articulating side of the head. The anchoring side of the cup shows some damaged and deformed fin, with little to no sign of bone growth. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The reported event was confirmed by review of op notes. The root cause of the reported hematoma event was determined to be unrelated to the device. The head and shell indicate contact following liner disassociation. The liner itself shows signs consistent with issues during implantation, including evidence suggestive of incomplete seating. However, based on the available information a definitive root cause of the dislocation could not be determined. Upon completion of investigations reassessment was found that the event is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(6). D10: (B)(6), durasul, alpha insert, ll/36, lot 3226932. 4248, allofit alloclassic, shell with polar screw plug, uncemented, 58/ll, lot 3230118. 650-0979 micro taprlc lat pc 17.5, 12/14, lot7743997. (B)(6), dural alpha insert neutr ll/36, lot 3226932. G2 ¿ foreign ¿ germany. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k082996. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent complete revision of the socket and head five days post initial right total hip arthroplasty due to inlay dislocation. No complications occurred. Attempts have been made and no further information has been provided.